Event description:
It was reported that the device prematurely detached from the core wire. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) was used. The closure device was deployed and one attempt to partially recapture the device occurred, but the device detached from the core wire. The closure device was still in the laa, and deemed in a reasonable position to leave implanted. The device met the release criteria that was able to be assessed, and will remain implanted in the patient. There were no known consequences to the patient and they have been discharged from the hospital.